Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches while using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings: · 0 errors logged. · pil was able to get care orchestrator information from device. · black hair-like fiber in top enclosure. · dust-like contamination at the air inlet of the blower box. · dust-like contamination on blower. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit.